Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4429108,I,D,302,Edwards SAPIEN 3,9600TFX23,2993;4607457,I,D,45,Edwards SAPIEN 3,9600TFX26,3190;4638612,I,D,43,Edwards SAPIEN 3,9600TFX20,2993;4834650,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;4925768,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;1521821,I,D,4,Edwards SAPIEN 3,9600TFX29,2993;3626747,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4283430,I,D,286,Edwards SAPIEN 3,9600TFX29,2993;4283430,I,D,303,Edwards SAPIEN 3,9600TFX29,3190;4290618,I,D,167,Edwards SAPIEN 3,9600TFX23,3190;4390458,I,D,309,Edwards SAPIEN 3,9600TFX26,3190;4390458,I,D,114,Edwards SAPIEN 3,9600TFX26,3190;4394062,I,D,26,Edwards SAPIEN 3,9600TFX20,3190;4394132,I,D,232,Edwards SAPIEN 3,9600TFX26,3190;4394132,I,D,192,Edwards SAPIEN 3,9600TFX26,3190;4417775,I,D,106,Edwards SAPIEN 3,9600TFX26,3190;4429841,I,D,295,Edwards SAPIEN 3,9600TFX23,3190;4435369,I,D,225,Edwards SAPIEN 3,9600TFX23,3190;4435369,I,D,257,Edwards SAPIEN 3,9600TFX23,3190;4435369,I,D,225,Edwards SAPIEN 3,9600TFX23,3190;4444925,I,D,269,Edwards SAPIEN 3,9600TFX23,3190;4444925,I,D,312,Edwards SAPIEN 3,9600TFX23,3190;4444925,I,D,297,Edwards SAPIEN 3,9600TFX23,3190;4457369,I,D,6,Edwards SAPIEN 3,9600TFX29,3190;4457369,I,D,5,Edwards SAPIEN 3,9600TFX29,3190;4487714,I,D,146,Edwards SAPIEN 3,9600TFX23,3190;4487714,I,D,146,Edwards SAPIEN 3,9600TFX23,3190;4489863,I,D,158,Edwards SAPIEN 3,9600TFX23,3190;4630021,I,D,21,Edwards SAPIEN 3,9600TFX26,2993;4630021,I,D,83,Edwards SAPIEN 3,9600TFX26,3190;4757760,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4757760,I,D,1,Edwards SAPIEN 3,9600TFX23,3190;4816726,I,D,4,Edwards SAPIEN 3,9600TFX23,2993;4826437,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4827639,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;4829375,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4829375,I,D,5,Edwards SAPIEN 3,9600TFX29,3190;4836819,I,D,8,Edwards SAPIEN 3,9600TFX26,2993;4848494,I,D,7,Edwards SAPIEN 3,9600TFX23,2993;4861952,I,D,19,Edwards SAPIEN 3,9600TFX29,2993;4865432,I,D,2,Edwards SAPIEN 3,9600TFX20,3190;4865432,I,D,3,Edwards SAPIEN 3,9600TFX20,3190;4867083,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4867643,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;4876706,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4876706,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4877512,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4882906,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4882906,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4920381,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4924286,I,D,48,Edwards SAPIEN 3,9600TFX23,3190;4924286,I,D,33,Edwards SAPIEN 3,9600TFX23,3190;4928786,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4929719,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;4930142,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4930142,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4930142,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4930142,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4930142,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4931324,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4933012,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4933785,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4934487,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4934487,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4945858,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4945858,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4945858,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4945858,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4945858,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4945858,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4948921,I,D,36,Edwards SAPIEN 3,9600TFX20,2993;4948951,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4948951,I,D,1,Edwards SAPIEN 3,9600TFX29,3190;4949672,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4950841,I,D,12,Edwards SAPIEN 3,9600TFX26,2993;4950841,I,D,14,Edwards SAPIEN 3,9600TFX26,3190;4951884,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;4952157,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4952157,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4952157,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4952233,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4952647,I,D,4,Edwards SAPIEN 3,9600TFX23,2993;4953094,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4953270,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4953270,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4953531,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;4953531,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4953903,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;4956002,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4956002,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4956384,I,D,7,Edwards SAPIEN 3,9600TFX23,2993;4956499,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4957955,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;4957955,I,D,5,Edwards SAPIEN 3,9600TFX26,2993;4961396,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4961396,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4961396,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4961396,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4962208,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4962208,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4964677,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4964887,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4964887,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4968323,I,D,6,Edwards SAPIEN 3,9600TFX29,2993;4968323,I,D,5,Edwards SAPIEN 3,9600TFX29,3190;4972164,I,D,4,Edwards SAPIEN 3,9600TFX29,2993;4974950,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4974950,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4975015,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4975015,I,D,2,Edwards SAPIEN 3,9600TFX23,3190;4976395,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4976536,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4977226,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;4978386,I,D,2,Edwards SAPIEN 3,9600TFX23,3190;4980990,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4981935,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4981983,I,D,4,Edwards SAPIEN 3,9600TFX26,2993;4981983,I,D,4,Edwards SAPIEN 3,9600TFX26,3190;4981983,I,D,8,Edwards SAPIEN 3,9600TFX26,3190;4982700,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4983405,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4983405,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4983405,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4983405,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4984424,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4984441,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;4985095,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4985095,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4985854,I,D,5,Edwards SAPIEN 3,9600TFX26,2993;4986373,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4987332,I,D,1,Edwards SAPIEN 3,9600TFX20,2993;4990378,I,D,12,Edwards SAPIEN 3,9600TFX26,3190;4991428,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4992648,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5004100,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5004855,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5004870,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5004986,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5005826,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5006640,I,D,35,Edwards SAPIEN 3,9600TFX23,2993;5006640,I,D,39,Edwards SAPIEN 3,9600TFX23,2993;5007054,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5007054,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5007792,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5008031,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5008031,I,D,7,Edwards SAPIEN 3,9600TFX29,2993;5008223,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5008223,I,D,3,Edwards SAPIEN 3,9600TFX26,2993;5008223,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5008223,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;5008223,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5008278,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5008278,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5009374,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5009656,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5011132,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5011132,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5011260,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5011969,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5011969,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5012991,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5012991,I,D,74,Edwards SAPIEN 3,9600TFX23,3190;5014422,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5014422,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5014422,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5015660,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5015660,I,D,29,Edwards SAPIEN 3,9600TFX26,2993;5016257,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5016634,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5017361,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5017361,I,D,4,Edwards SAPIEN 3,9600TFX29,3190;5018426,I,D,8,Edwards SAPIEN 3,9600TFX23,2993;5018426,I,D,12,Edwards SAPIEN 3,9600TFX23,3190;5018426,I,D,1,Edwards SAPIEN 3,9600TFX23,3190;5022251,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5022251,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5022251,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5022251,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5022251,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5023783,I,D,3,Edwards SAPIEN 3,9600TFX23,2993;5023783,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5023783,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5023783,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5023850,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5023850,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5023850,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5024177,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5024177,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5024177,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5035236,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5037057,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5037057,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5037955,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5039090,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5039179,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5039435,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5040733,I,D,18,Edwards SAPIEN 3,9600TFX26,2993;5041968,I,D,3,Edwards SAPIEN 3,9600TFX23,2993;5042779,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5043454,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5045583,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;5045617,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5045767,I,D,6,Edwards SAPIEN 3,9600TFX23,3190;5047074,I,D,7,Edwards SAPIEN 3,9600TFX26,2993;5047201,I,D,3,Edwards SAPIEN 3,9600TFX26,2993;5047208,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5050036,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5050351,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;5050351,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5050964,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5051033,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5051266,I,D,6,Edwards SAPIEN 3,9600TFX26,2993;5051483,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5051483,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5054133,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5054185,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;5054446,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5065411,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5065411,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5065507,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;5065507,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5065507,I,D,2,Edwards SAPIEN 3,9600TFX23,3190;5065521,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5065521,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5065521,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5065521,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5066133,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5066133,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5066686,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5067113,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5067113,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5067783,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5068341,I,D,11,Edwards SAPIEN 3,9600TFX26,2993;5068341,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5070787,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5070787,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5070787,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5071354,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;71377,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;71377,I,D,9,Edwards SAPIEN 3,9600TFX23,2993;4926424,I,D,5,Edwards SAPIEN 3,9600TFX26,2993;4930869,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4930869,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;4930869,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4930969,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4945878,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4945878,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4945878,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4945878,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4946273,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4946273,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;4955135,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4955135,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5023807,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5038130,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5038130,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5042868,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5042868,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5042868,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5054073,I,D,4,Edwards SAPIEN 3,9600TFX29,2993;5054073,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5054073,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;4237120,S,D,67,Edwards SAPIEN 3,9600TFX29,3190;4237120,S,D,53,Edwards SAPIEN 3,9600TFX29,3190;4364588,S,D,151,Edwards SAPIEN 3,9600TFX23,3190;4434433,S,D,0,Edwards SAPIEN 3,9600TFX23,3190;4450796,S,D,164,Edwards SAPIEN 3,9600TFX29,3190;4450796,S,D,159,Edwards SAPIEN 3,9600TFX29,3190;4517221,S,D,210,Edwards SAPIEN 3,9600TFX23,3190;4517221,S,D,220,Edwards SAPIEN 3,9600TFX23,3190;4638906,S,D,0,Edwards SAPIEN 3,9600TFX29,3190;4694640,S,D,198,Edwards SAPIEN 3,9600TFX26,3190;4694640,S,D,176,Edwards SAPIEN 3,9600TFX26,3190;4765371,S,D,0,Edwards SAPIEN 3,9600TFX23,3190;4767767,S,D,2,Edwards SAPIEN 3,9600TFX26,2993;4802480,S,D,10,Edwards SAPIEN 3,9600TFX29,2993;4802480,S,D,112,Edwards SAPIEN 3,9600TFX29,3190;4807772,S,D,15,Edwards SAPIEN 3,9600TFX26,3190;4844183,S,D,0,Edwards SAPIEN 3,9600TFX29,3190;4845583,S,D,0,Edwards SAPIEN 3,9600TFX26,3190;4877880,S,D,2,Edwards SAPIEN 3,9600TFX23,2993

Manufacturer narrative:
EXEMPTION NUMBER E2016006. THIS REPORT SUMMARIZES THE 281 DEATH EVENTS. COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN 3 VALVE). ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. ANY LINE ITEMS HIGHLIGHTED IN YELLOW INDICATE A DISCREPANCY IN THE REGISTRY DATA; EXAMPLE: ¿EVENT DATE¿ PRIOR TO ¿IMPLANT DATE¿. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WITH THE NOE TAGS PENDING FINAL MIGRATION FROM THE ESUBMITTER TEST ACCOUNT TO ESUBMITTER PRODUCTION ACCOUNT.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR NOVEMBER 20TH, 2018 DATA EXTRACT FOR DEATH EVENTS FOR THE SAPIEN 3 VALVE.